Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device display went completely black after providing a shock during testing. The customer was unable to power off the device and had to remove the batteries to reset the device. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device display went completely black after providing a shock during testing. The customer was unable to power off the device and had to remove the batteries to reset the device. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. However, physio-control has launched a field safety corrective action (fsca) for this issue, and this device was on the list of affected devices. After performing the upgrade on this device for the fsca, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported event could not be determined. Device not evaluated by manufacturer.